Event description:
On (B)(6)2007, the patient was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm (aaa). At conclusion of the procedure, the physician noted the trunk device had poor wall apposition proximally at the curve of the aorta. There was no evidence of an endoleak. On (B)(6)2010, the field sales associate (fsa) was informed that the patient had presented to the emergency with hematuria. Aneurysm enlargement was suspected but not confirmed. On (B)(6)2010, the patient underwent a non-contrast arteriogram which determined enlargement of the aneurysm and a type I proximal endoleak. The amount of enlargement was unk. The patient underwent a reintervention wherein a gore excluder aortic extender and a palmaz stent were implanted. The patient tolerated the procedure and the endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event are: pxc161400/(B)(4), pxa260300/(B)(4). The safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: proximal neck angulation greater than 60 degrees. Additionally, the gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to: endoleak.